Manufacturer narrative:
(B) (4).

Event description:
Health professional reported that immediately after a patient had an injection with juvederm ultra and juvederm ultra plus in the tear troughs, they had symptoms of bruising and swelling. The swollen area began collecting fluid, so the physician attempted to aspirate the area with no success. The physician prescribed a medrol dosepak to hasten the resolution and possibly prevent permanent damage.